Event description:
The customer observed (B)(6) hbsag results for one patient while using the architect hbsag qualitative assay. The customer provided the following results: (B)(6) 2012: initial ((B)(6)) architect hbsag qualitative, when retested using the architect anti-hbs and anti-hbcii assays - both were (B)(6); (B)(6) 2012: (B)(6) by roche method; (B)(6) 2012: (B)(6) by carga method; (B)(6) 2012: (B)(6) - arch hbsag qualitative ((B)(6)), retested on (B)(6) 2012 by the monolisa method ((B)(6)). No patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1p97, architect hbsag qualitative , that has a similar product distributed in the us, list number 1l80, architect hbsag. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The lot number, 08321lf00, was incorrectly entered in to the serial # field in the initial submission. This follow-up report is being filed on an international product, list number 1p97, architect hbsag qualitative , that has a similar product distributed in the u.s., list number 1l80, architect hbsag. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed and met acceptance criteria which indicated that the lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect hbsag qualitative reagent 1p97-35 reagent lot 08321lf00, were identified.